Event description:
This unsolicited case from united states was received on 22-dec-2017 (additional information was received on 26-dec-2017, both the information was processed together with clock start date of 22-dec-2017) from patient. This case concerns a patient (demographics not provided) who received treatment with synvisc one injection and on the same day had terrible reaction/ pain/ worst pain of life. Also device malfunction was identified for the reported lot number. Medical history included full right knee replacement in (B)(6) 2017. No past drug, concomitant medication and concurrent condition was provided. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection (dose, frequency, expiration date, indication: not provided and lot number: 7rsl021) in left knee. On the same day, patient had a terrible reaction to it. Within 4 hours of getting the injection, patient started to experience pain. Patient was still recovering from the right knee replacement and was hoping to salvage the cartilage in left but now patient thought it was not possible. Patient was given hydrocortisone (cortizone) that helped for an hour and then patient had the worst pain of life. As of (B)(6) 2017, patient just wanted to feel better and to move on as patient had already lost 4 days of work and rehab. Corrective treatment: hydrocortisone for terrible reaction/pain/ worst pain of life. Outcome: unknown for both events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: required intervention for both events. Pharmacovigilance comment: sanofi company comment dated 28-dec-2017: this case concerns patient who received treatment with synvisc one injection from the recalled lot and later experienced worst left knee pain. Temporal relationship can be established between the event and the suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship between the event and the product cannot be excluded.

Event description:
Based on additional information received on (B)(6) 2018, this case became medically confirmed. This unsolicited case from united states was received on (B)(6) 2017 (additional information was received on (B)(6) 2017, both the information was processed together with clock start date of (B)(6) 2017) from patient. This case concerns a 58 year old female patient who received treatment with synvisc one injection and on the same day had terrible reaction/pain/ worst pain of life/knee pain, after unknown latency had toxic reaction, low grade fever, nausea, suture abscess over incision, joint range of motion decreased, knee stiffness, knee swelling and knee pain. Also device malfunction was identified for the reported lot number. Medical history included full right knee replacement in (B)(6) 2017, right knee pain, right wrist/hand pain, swelling, weight loss, diarrhea, rectal bleeding, joint pain, joint swelling, neck pain, blood clots, anxiety, anemia, osteoarthritis (osteoarthritis of the right knee), bowel disease, deep vein thrombosis, vascular surgery, right wrist/hand fracture, eye surgery, tonsillectomy, vascular surgery (2 surgeries in 1997 and 2001), colitis, venous insufficiency (deep surface venoms insufferences), pain (the patient states when they do have pain, the pain is at its worst in the evening), edema (leg swelling), ulcerative colitis, phlebitis, thyroid problem, difficulty hearing, bruising/bleeding, nausea, plastic surgery, right knee replacement (31-oct-2017), sinus surgerymright wrist broken (at the age of 13), soreness, insomnia. The patient was a smoker. The patient used a walker. The patient was allergic to mesalazine (asacol), gmp (nausea); dust, mold, gluten. No concurrent condition was provided. Relevant concomitant medications included loteprednol etabonate (alrex), bupropion hydrochloride for anxiety, balsalazide sodium (colazal), olopatadine hydrochloride (pataday), clopidogrel bisulfate (plavix), infliximab (remicade), ciclosporin (restasis), cetirizine hydrochloride (zyrtec) for allergies, fexofenadine hydrochloride (allegra), balsalazide, escitalopram oxalate (lexapro) for anxiety, hyaluronate sodium (euflexxa), azathioprine for ulcerative colitis, tramadol hydrochloride (tramadol) for pain, warfarin sodium (coumadin) for clot prevention, azathioprine (imuran), oxycodone and azithromycin (z-pak). On (B)(6) 2014, MRI of the right knee showed nonspecific abnormal signal in the distal femoral metaphysis. An infiltrative process cannot be completely excluded. There is otherwise tricompartmental osteoarthritis and an osteochondral lesion in the medial femoral condyle, which could represent chronic or remote ocd versus degenerative change and degenerative type tear of the body of the medial meniscus. MRI of the right knee done on (B)(6) 2014 was reviewed on (B)(6) 2014 and it showed some abnormal signal in the distal femoral metaphysis. On (B)(6) 2014, postmenopausal screening for osteoporosis was done. The t-score compared the patient's bone mineral density to peak bone mass of young normal adults-the lower the number, the greater the loss of bone. Total cholesterol level was 291 mg/dl (high), total ldl cholesterol was 177 mg/dl (high), non hdl cholesterol was 193 mg/dl (high). On (B)(6) 2014, patient had a follow up visit. She was feeling tired and still having some issues with her knee. Patient reports arthralgias/joint pain but reports no muscle aches, no muscle weakness, no back pain, and no swelling in the extremities. She reported fatigue. On (B)(6) 2014, for dvt patient continued with folid acid and repeat homocysteine level in 2/15 and follow up with doctor. Acute venous embolism and thrombosis of unspecified deep vessels of lower extremity. The patient was told to take right knee replacement; it swells up whenever there was exercise. Currently patient was doing pilates-type training. Primary osteoarthritis of the right knee improved after intra-articular steroid injection on (B)(6) 2017. It was reported that the patient. Feel grinding, hear clicking or any other type of noise when your knee moves often (3.57%), sometimes knee catch or hang up when moving )7.14%), rarely straighten her knee fully. On (B)(6) 2017, inspection of the right leg revealed 1+ edema involving the right thigh. Right knee surgical incision was clean and dry without drainage. On (B)(6) 2017, inspection of the right leg revealed improved edema involving the right thigh. Right knee surgical incision was clean and dry without drainage. Patient also had history of fatigue, muscle weakness, dizziness, constipation (when on pain medication), depression, liver problems, deviated septum surgery ((B)(6) 2015) and osteoporosis. On (B)(6) 2015, patient was feeling better for hormones and needed to increase. Family history: arthritis and heart disease. Alcohol intake: occasional; former smoker; caffeine intake: moderate and patient did not chew tobacco. Patient reports no fever, no night sweats, no significant weight gain, no significant weight loss, and no exercise intolerance. She reported no dry eyes, no irritation, and no vision change; no difficulty hearing and no ear pain. She reports no shortness of breath, no coughing up blood, and no sleep apnea. She reports no abdominal pain, no vomiting, normal appetite: recent change: decrease, and (normal) constipation. She reports no incontinence, no difficulty urinating, no hematuria, and no increased frequency. She reports no muscle aches, no muscle weakness, no arthralgias/joint pain, no back pain, and no swelling in the extremities. Medical history was also significant for anemia, otitis media, deep vein thrombosis, venous insufficiency of leg, pharyngitis, ulcerative colitis, irritable bowel syndrome, premenstrual tension syndrome, osteoarthritis of knee, fatigue, menopausal and post menopausal disoders. Dvt has been stable for years. Pt instructions included vitamin d for 2-4 weeks then restart at half dose. On 24- jun-2014, vitamin d2 was less than 1.0 ng/ml. On 17-sep-2014, patient reported difficulty hearing and ear pain. She reported nose/sinus problems but reported no frequent nosebleeds. Patient reported sinus pressure but reported no runny nose, no itching, no hives and no frequent sneezing. On 13-nov-2014, patient noticed that breathing was really challenging, felt like she was hyperventilating. Patient was still focusing on keeping the shoulders down but still had a lot of tightness. Patient was going downstairs but not upstairs-patellar tendonitis. Chief complaint was right upper extremity pain/numbness/tingling and lower extremity pain/numbness/tingling. Then the patient noticed that was able to stand up straighter after her initial full spine treatment. Knees were still sore (especially the right) and shoulders were still very tight. Surgical history included ocular plastic reconstruction, vascular surgery in legs, tonsillectomy and adenoidectomy. On 11-may-2015, monocytes were 16.8% (high). On 16-sep-2015, preoperative diagnosis was chalasis, left eye, exposure, left eye and keratoconjunctivitis sicca, left eye. Reconstruction of the inferior fornix of the left eye was done; amniotic membrane graft sutured, left eye on (B)(6) 2017, patient received treatment with intra- articular synvisc one injection (dose, frequency, expiration date, indication: not provided and lot number: 7rsl021) in left knee. On the same day, patient had a terrible reaction to it. Within 4 hours of getting the injection, patient started to experience pain. Patient was still recovering from the right knee replacement and was hoping to salvage the cartilage in left but now patient thought it was not possible. Patient was given hydrocortisone (cortizone) that helped for an hour and then patient had the worst pain of life. On an unknown date, after unknown latency, the patient had toxic reaction. This improved over 48 hours. It was reported that that patient still noted low-grade fever and nausea (onset date: unknown; latency: unknown). Off pain medications. Not using any assistive devices. Had suture abscess over incision. The patient was not on any antibiotics. Since unknown dates, after unknown latencies, the patient also had joint range of motion decreased, knee stiffness, knee swelling and knee pain. On (B)(6) 2017, patient was much better than last week had been doing excercises at home along with scar tissue and patellar mobility. On (B)(6) 2017, patient had fever likely due to autoimmune response when saw the physician, was prescribed antibiotics, the knee felt ok after previous session. On (B)(6) 2017, patient reported pain after last session but did not last. Patient was working on erom at home. On (B)(6) 2017 [patient had a lot of pain but had to do a lot of standing. On (B)(6) 2017, the patient took a stumble last night when she missed a step. Since then she had a lot of swelling and pain. On 15-dec-2017, the patient saw the doctor and was doing well. On (B)(6) 2017, patient's pain was better overall this week vs last week. The patient had a good visit with md last week. Next follow up would be 1 year post op. On (B)(6) 2017, the patient reported being able to go down the stairs one step at a time although had some difficulty. The patient continued to report right knee pain status post right total knee arthroplasty. She would be starting an outpatient pt program soon. She will ice the knee 2-3 times daily. Average pain score was 2-7/10. Patient stopped taking oxycodone due to its side effects. She has been taking tramadol only once daily. Urine drug tests for prescription controlled substance monitoring were no file and concordant with therapies; no illicit substance found. Patient stated her function level has increased. The patient has reduced her pain medications since the last visit. The patient was presently using walker. Inspection of the right leg revealed improved edema involving the right thigh. Right knee surgical incision was clean and dry without drainage. On 22-dec-2017, patient felt better. As of (B)(6) 2017, patient just wanted to feel better and to move on as patient had already lost 4 days of work and rehab. The same day, patient thought swelling was going down and was going on a ski trip soon but not doing anything active. On (B)(6) 2017, patient was sore/ had pain distal to patella. On (B)(6) 2018, patient's reported her motion was improving but continued to have issues with balance and had a fall on saturday. On (B)(6) 2018, the patient had nothing new and felt good overall. On (B)(6) 2018, patient reported some soreness in right knee after doing a lot of walking. On 06-feb-2018, patient had pain with increased activity such as prolonged walking. On (B)(6) 2018, knee was sore, tried to increase activity at home and really sore everywhere. On (B)(6) 2018, reported soreness after previous session. Took easy over the weekend due to colonoscopy yesterday and that helped the knee. On (B)(6) 2018, patient was slowly getting better, felt like she had no problems with exercise. Corrective treatment: hydrocortisone and right total knee arthroplasty for terrible reaction/pain/ worst pain of life/knee pain; not reported for rest of the events outcome: recovering/ resolving for had toxic reaction; not recovered/not resolved for low grade fever, nausea; unknown for rest of events a pharmaceutical technical complaint was initiated with global ptc number: 51587 an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: required intervention for device malfunction, terrible reaction/pain/ worst pain of life/knee pain follow up was received on 15-jan-2018. Global ptc number was added. Follow up information was received on 22-feb-2018. No new information additional information as received on 09-mar-2018 from doctor (case became medically confirmed). Patient's demographics were added. Additional events of toxic reaction, low grade fever, nausea, suture abscess over incision, joint range of motion decreased, knee stiffness, knee swelling and knee pain were added with details. Medical history, concomitant medications and past drugs were added. Clinical course was updated. Text was amended accordingly additional information was received on 14-mar-2018 from healthcare professional. Concurrent conditions and medical history was added. Concomitant medication therapy regimens updated. Clinical course was updated. Text was amended accordingly additional information was received on 19-mar-2018 from the healthcare professional. Suspect frequency and dose was added. Information on medical history was added. Event term was updated from terrible reaction/pain/ worst pain of life to terrible reaction/pain/ worst pain of life/knee pain; corrective treatment was added for this event. Concomitant medications were added. Clinical course was updated. Text was amended accordingly pharmacovigilance comment: sanofi company comment for follow up dated 19-mar-2018: the follow up information received does not change the previous case assessment. This case concerns patient who received treatment with synvisc one injection from the recalled lot and later experienced worst left knee pain. Temporal relationship can be established between the event and the suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship between the event and the product cannot be excluded.

Event description:
Based on additional information received on 09-mar- 2018, this case became medically confirmed. This unsolicited case from united states was received on 22-dec-2017 (additional information was received on 26-dec-2017, both the information was processed together with clock start date of 22-dec-2017) from patient. This case concerns a 58 year old female patient who received treatment with synvisc one injection and on the same day had terrible reaction/pain/ worst pain of life, after unknown latency had toxic reaction, low grade fever, nausea, suture abscess over incision, joint range of motion decreased, knee stiffness, knee swelling and knee pain. Also device malfunction was identified for the reported lot number. Medical history included full right knee replacement in (B)(6) 2017, right knee pain, right wrist/hand pain, swelling, weight loss, diarrhea, rectal bleeding, joint pain, joint swelling, neck pain, blood clots, anxiety, anemia, osteoarthritis (osteoarthritis of the right knee), bowel disease, deep vein thrombosis, vascular surgery, right wrist/hand fracture, eye surgery, tonsillectomy, vascular surgery (2 surgeries in 1997 and 2001), colitis, venous insufficiency (deep surface venoms insufferences), pain (the patient states when they do have pain, the pain is at its worst in the evening), edema (leg swelling), ulcerative colitis, phlebitis, thyroid problem, difficulty hearing, bruising/bleeding, nausea, plastic surgery, right knee replacement ((B)(6) 2017), sinus surgerymright wrist broken (at the age of 13), soreness. The patient was a smoker. The patient use a walker. The patient was allergic to mesalazine (asacol), gmp (nausea); dust, mold, gluten. No concurrent condition was provided. Relevant concomitant medications included loteprednol etabonate (alrex), bupropion hydrochloride for anxiety, balsalazide sodium (colazal), olopatadine hydrochloride (pataday), clopidogrel bisulfate (plavix), infliximab (remicade), ciclosporin (restasis), cetirizine hydrochloride (zyrtec) for allergies, fexofenadine hydrochloride (allegra), balsalazide, escitalopram oxalate (lexapro) for anxiety, hyaluronate sodium (euflexxa), azathioprine for ulcerative colitis, tramadol hydrochloride (tramadol) for pain, warfarin sodium (coumadin) for clot prevention, azathioprine (imuran). On (B)(6) 2014, MRI of the right knee showed nonspecific abnormal signal in the distal femoral metaphysis. An infiltrative process cannot be completely excluded. There is otherwise tricompartmental osteoarthritis and an osteochondral lesion in the medial femoral condyle, which could represent chronic or remote ocd versus degenerative change and degenerative type tear of the body of the medial meniscus. MRI of the right knee done on (B)(6) 2014 was reviewed on (B)(6) 2014 and it showed some abnormal signal in the distal femoral metaphysis. Primary osteoarthritis of the right knee improved after intraarticular steroid injection on (B)(6) 2017. It was reported that the patient feel grinding, hear clicking or any other type of noise when your knee moves often (3.57%), sometimes knee catch or hang up when moving )7.14%), rarely straighten her knee fully. On (B)(6) 2017, inspection of the right leg revealed 1+ edema involving the right thigh. Right knee surgical incision was clean and dry without drainage. On (B)(6) 2017, inspection of the right leg revealed improved edema involving the right thigh. Right knee surgical incision was clean and dry without drainage. Patient also had history of fatigue, muscle weakness, dizziness, constipation (when on pain medication), depression, liver problems, deviated septum surgery ((B)(6)2015) and osteoporosis. On (B)(6) 2017, patient received treatment with intra- articular synvisc one injection (dose, frequency, expiration date, indication: not provided and lot number: 7rsl021) in left knee. On the same day, patient had a terrible reaction to it. Within 4 hours of getting the injection, patient started to experience pain. Patient was still recovering from the right knee replacement and was hoping to salvage the cartilage in left but now patient thought it was not possible. Patient was given hydrocortisone (cortizone) that helped for an hour and then patient had the worst pain of life. On an unknown date, after unknown latency, the patient had toxic reaction. This improved over 48 hours. It was reported that patient still noted low-grade fever and nausea (onset date: unknown; latency: unknown). Off pain medications. Not using any assistive devices. Had suture abscess over incision. The patient was not on any antibiotics. Since unknown dates, after unknown latencies, the patient also had joint range of motion decreased, knee stiffness, knee swelling and knee pain. On (B)(6) 2017, patient was much better than last week had been doing exercises at home along with scar tissue and patellar mobility. On (B)(6) 2017, patient had fever likely due to autoimmune response when saw the physician, was prescribed antibiotics, the knee felt ok after previous session. On (B)(6) 2017, patient reported pain after last session but did not last. Patient was working on from at home. On (B)(6) 2017 [patient had a lot of pain but had to do a lot of standing. On (B)(6) 2017, the patient took a stumble last night when she missed a step. Since then she had a lot of swelling and pain. On (B)(6) 2017, the patient saw the doctor and was doing well. On (B)(6) 2017, patient's pain was better overall this week vs last week. The patient had a good visit with md last week. Next follow up would be 1 year post op. On (B)(6) 2017, the patient reported being able to go down the stairs one step at a time although had some difficulty. On (B)(6) 2017, patient felt better. As of (B)(6) 2017, patient just wanted to feel better and to move on as patient had already lost 4 days of work and rehab. The same day, patient thought swelling was going down and was going on a ski trip soon but not doing anything active. On (B)(6) 2017, patient was sore/ had pain distal to patella. On (B)(6) 2018, patient's reported her motion was improving but continued to have issues with balance and had a fall on saturday. On (B)(6) 2018, the patient had nothing new and felt good overall. On (B)(6) 2018, patient reported some soreness in right knee after doing a lot of walking. On (B)(6) 2018, patient had pain with increased activity such as prolonged walking. On (B)(6) 2018, knee was sore, tried to increase activity at home and really sore everywhere. On (B)(6) 2018, reported soreness after previous session. Took easy over the weekend due to colonoscopy yesterday and that helped the knee. On (B)(6) 2018, patient was slowly getting better, felt like she had no problems with exercise. Corrective treatment: hydrocortisone for terrible reaction/pain/ worst pain of life; not reported for rest of the events outcome: recovering/ resolving for had toxic reaction; not recovered/not resolved for low grade fever, nausea; unknown for rest of events a pharmaceutical technical complaint was initiated with global ptc number: (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: required intervention for device malfunction, nausea, terrible reaction/pain/ worst pain of life follow up was received on 15-jan-2018. Global ptc number was added. Follow up information was received on 22-feb-2018. No new information additional information as received on 09-mar-2018 from doctor (case became medically confirmed). Patient's demographics were added. Additional events of toxic reaction, low grade fever, nausea, suture abscess over incision, joint range of motion decreased, knee stiffness, knee swelling and knee pain were added with details. Medical history, concomitant medications and past drugs were added. Clinical course was updated. Text was amended accordingly additional information was received on 14-mar-2018 from healthcare professional. Concurrent conditions and medical history was added. Concomitant medication therapy regimens updated. Clinical course was updated. Text was amended accordingly pharmacovigilance comment: sanofi company comment for follow up dated 14-mar-2018: the follow up information received does not change the previous case assessment. This case concerns patient who received treatment with synvisc one injection from the recalled lot and later experienced worst left knee pain. Temporal relationship can be established between the event and the suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship between the event and the product cannot be excluded.

Event description:
Based on additional information received on 09-mar- 2018, this case became medically confirmed. This unsolicited case from united states was received on 22-dec-2017 (additional information was received on 26-dec-2017, both the information was processed together with clock start date of on (B)(6) 2017) from patient. This case concerns a 58 year old female patient who received treatment with synvisc one injection and on the same day had terrible reaction/pain/ worst pain of life, after unknown latency had toxic reaction, low grade fever, nausea, suture abscess over incision, joint range of motion decreased, knee stiffness, knee swelling and knee pain. Also device malfunction was identified for the reported lot number. Medical history included full right knee replacement in oct-2017, right knee pain, right wrist/hand pain, swelling, weight loss, diarrhea, rectal bleeding, joint pain, joint swelling, neck pain, blood clots, anxiety, anemia, osteoarthritis (osteoarthritis of the right knee), bowel disease, deep vein thrombosis, vascular surgery, right wrist/hand fracture, eye surgery, tonsillectomy, vascular surgery, colitis, venous insufficiency (deep surface venoms insufferences), pain (the patient states when they do have pain, the pain is at its worst in the evening), edema (leg swelling), ulcerative colitis, phlebitis, thyroid problem, difficulty hearing, bruising/bleeding, nausea, plastic surgery, right knee replacement, sinus surgerymright wrist broken (at the age of 13), soreness. The patient was a smoker. The patient use a walker. The patient was allergic to mesalazine (asacol), gmp (nausea); dust, mold, gluten. No concurrent condition was provided. Relevant concomitant medications included loteprednol etabonate (alrex), bupropion hydrochloride, balsalazide sodium (colazal), olopatadine hydrochloride (pataday), clopidogrel bisulfate (plavix), infliximab (remicade), ciclosporin (restasis), cetirizine hydrochloride (zyrtec), fexofenadine hydrochloride (allegra), balsalazide, escitalopram oxalate (lexapro), hyaluronate sodium (euflexxa), azathioprine, tramadol hydrochloride (tramadol), warfarin sodium (coumadin), azathioprine (imuran). On (B)(6) 2014, MRI of the right knee showed nonspecific abnormal signal in the distal femoral metaphysis. An infiltrative process cannot be completely excluded. There is otherwise tricompartmental osteoarthritis and an osteochondral lesion in the medial femoral condyle, which could represent chronic or remote ocd versus degenerative change and degenerative type tear of the body of the medial meniscus. MRI of the right knee done on (B)(6) 2014 was reviewed on (B)(6) 2014 and it showed some abnormal signal in the distal femoral metaphysis. Primary osteoarthritis of the right knee improved after intra-articular steroid injection on (B)(6) 2017. It was reported that the patient feel grinding, hear clicking or any other type of noise when your knee moves often (3.57%), sometimes knee catch or hang up when moving )7.14%), rarely straighten her knee fully. On (B)(6) 2017, inspection of the right leg revealed 1+ edema involving the right thigh. Right knee surgical incision was clean and dry without drainage. On (B)(6) 2201, inspection of the right leg revealed improved edema involving the right thigh. Right knee surgical incision was clean and dry without drainage. On (B)(6) 2017, patient received treatment with intra- articular synvisc one injection (dose, frequency, expiration date, indication: not provided and lot number: 7rsl021) in left knee. On the same day, patient had a terrible reaction to it. Within 4 hours of getting the injection, patient started to experience pain. Patient was still recovering from the right knee replacement and was hoping to salvage the cartilage in left but now patient thought it was not possible. Patient was given hydrocortisone (cortizone) that helped for an hour and then patient had the worst pain of life. On an unknown date, after unknown latency, the patient had toxic reaction. This improved over 48 hours. It was reported that patient still noted low-grade fever and nausea (onset date: unknown; latency: unknown). Off pain medications. Not using any assistive devices. Had suture abscess over incision. The patient was not on any antibiotics. Since unknown dates, after unknown latencies, the patient also had joint range of motion decreased, knee stiffness, knee swelling and knee pain. As of on (B)(6) 2017, patient just wanted to feel better and to move on as patient had already lost 4 days of work and rehab. Corrective treatment: hydrocortisone for terrible reaction/pain/ worst pain of life; not reported for rest of the events outcome: recovering/ resolving for had toxic reaction; not recovered/not resolved for low grade fever, nausea; unknown for rest of events a pharmaceutical technical complaint was initiated with global ptc number: 51587 an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: required intervention for device malfunction, nausea, terrible reaction/pain/ worst pain of life follow up was received on 15-jan-2018. Global ptc number was added. Follow up information was received on 22-feb-2018. No new information additional information as received on 09-mar-2018 from doctor (case became medically confirmed). Patient's demographics were added. Additional events of toxic reaction, low grade fever, nausea, suture abscess over incision, joint range of motion decreased, knee stiffness, knee swelling and knee pain were added with details. Medical history, concomitant medications and past drugs were added. Clinical course was updated. Text was amended accordingly pharmacovigilance comment: sanofi company comment dated 9-mar-2018: the follow up information does not change previous case assessment. This case concerns patient who received treatment with synvisc one injection from the recalled lot and later experienced worst left knee pain. Temporal relationship can be established between the event and the suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship between the event and the product cannot be excluded.